Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Corneal haze and inlay removal are listed in device labeling as potential risks of corneal inlay surgery. Complaint reference number: (B)(4). MDR reference number for replacement inlay: 3005956347-2017-00032.

Event description:
The patient underwent implantation of the corneal inlay in the right eye on (B)(6) 2016. Postoperatively the patient presented with corneal haze in the interface. The corneal haze did not result in decreased best corrected distance visual acuity (bcdva), however, the inlay was subsequently exchanged on (B)(6) 2017. At the one-day postoperative visit, it was noted that the replacement inlay had decentered inferiorly. On (B)(6) 2017, the corneal flap was lifted to reposition the inlay. Additional information has been requested.

Manufacturer narrative:
MDR reference number for the replacement inlay: 30005956347-2017-00034. (B)(4).

Event description:
After corneal inlay replacement surgery, striae was observed on the corneal flap. On (B)(6) 2017, the flap was lifted and striae were removed. After this intervention, the inlay decentered inferior-nasally. The inlay decentered a second time and was repositioned on (B)(6) 2017. The inlay decentered a third time and was repositioned on (B)(6) 2017. On (B)(6) 2017, the inlay decentered a fourth time and the inlay was explanted on (B)(6) 2017. Patient follow-up was requested from the surgeon, who provided the following additional information. Corneal haze was first observed on (B)(6) 2017. Prior to explantation of the initial inlay, haze was characterized as grade 3 interface haze, similar to a dlk appearance. The corneal haze resulted in visual disturbances, but the best corrected distance visual acuity (bcdva) did not decrease. However, subsequent decentration of the replacement inlay resulted in a bcdva decrease greater than equal to 2 lines. At the most recent post-explant visit on (B)(6) 2017, the corneal haze had resolved and the patient's pinhole correction was 20/20.